Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and sometimes low. The customer reported that they just had spinal fusion surgery. The sugars were running 3 to 500mg/dl, and after surgery was running 30mg/dl and 40mg/dl. The customer woke up with sugars like 53mg/dl, 60mg/dl and 50mg/dl. Patient's blood glucose at time of incident was 117 mg/dl. Patient's current blood glucose was 99 mg/dl. Patient has treated with food. Based on customer report customer does not allege pump was over delivering. The customer reported having high sugars for 2 years prior to surgery. Sugars were running in the 2 to 300mg/dl prior to the surgery, and after surgery sugars were running lower. The customer declined troubleshooting for previous high blood glucose and said she was off medication. The reservoir will not be returned for analysis.